Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was in hypoglycemia. The patient's blood glucose (bg) levels decreased to 32 mg/dl while wearing the pod longer than 48 hours on the abdomen. During a telehealth communication call with the patient's doctor, the patient became incoherent and the doctor called the paramedics to the patient's home. The paramedics tested the patient's bg levels and monitored him until he ate a peanut butter sandwich. The pod was worn when seeking medical attention.